Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that while trying to remove the lid for the emergency backup battery (ebb), the retention screw came completely out from controller. The ebb was not used. A new controller was used.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loose retention screw on the backup battery cover was not confirmed. The system controller (serial #:(B)(6) ) was not returned for analysis. Multiple good faith efforts were sent to retrieve additional information regarding if there was a patient involved and if any product would be returned; however, no response was received. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial #: (B)(6) ) and the system controller was found to pass all manufacturing and quality assurance specifications. Heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly maintain and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.